Event description:
It was reported that during a lap sigmoid colectomy procedure, the cut but did not staple. The device was removed, another opened and the anastomosis re-done. The surgeon stated post op that the registrar had prematurely taken the safety switch off which may have advanced the knife without deploying staples. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).